Manufacturer narrative:
The device has been returned and a product investigation completed for it. This supplemental report is being submitted to provide this information. The actual device lot # is updated to kr899335. The manufactured date is not known. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn with no metal exposed. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe is detached; detached probe was not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Manufacturer narrative:
There is no patient information or event information available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device jaw broke off during the therapeutic procedure. The broken piece was recovered from patient. The procedure was completed with a similar device. There was no reported adverse impact to the patient.